Manufacturer narrative:
For one event, the investigations could not identify a product problem. The cause of the events could not be determined. There were no follow up actions for this event. The investigation for one event is currently ongoing. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Questionable low results were generated by a cobas 8000 e 602 module analyzer and a cobas 8000 e 801 module. The events involved 2 patients with the following: 2 questionable results for the elecsys tsh assay. One patient is a newborn. The other patient's age was requested, but not provided. The patients' weights were requested, but were not provided. The patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.

Manufacturer narrative:
For the one pending event, sample from the patient was received for investigation. An interfering factor to streptavidin in the assay antibody/idiotype could be identified in both samples. This interference is documented in product labeling for the assay as " in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."